Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 181 mg/dl.